Manufacturer narrative:
Philips has investigated this complaint. According to the information provided the system was not in clinical use at the time of the event. The philips remote service engineer (rse) analyzed the system remotely and confirmed that the system not booting up. Review of the system log file showed that a frame grabber card initialization error resulted in the system not being able to complete the startup sequence. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. The fse replaced the flexvision pc and installed the software. After replacement of the flexvision pc and installation of the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
Morris with the ir lab 208 205 7010 says the system is not booting up'.